Event description:
It was reported that a xience xpedition stent delivery system was advanced to the right coronary artery, heavily calcified lesion without reported resistance. Once at the lesion site, the stent was noted to be missing from the delivery system. The physician inflated the xpedition balloon to dilate the lesion. A full body x-ray was performed and no stent was found in the anatomy. The stent was never found. Another xience xpedition stent and alpine stent were implanted successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.